Event description:
Pain in left knee [arthralgia], swelling in the left knee [joint swelling], aspirated the left knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician via a sales rep regarding a (B)(6) female pt, initials (B)(6), with pain. The medical history of the pt was significant for previous use of synvisc in 2009. On (B)(6) 2012, the pt initiated treatment with synvisc-one (hylan g f 20) injection, 6 ml, once in both knees. The synvisc-one lot number was w1124 with expiration date september-2014 and v1127 with expiration date august-2014. On an unspecified date, the pt experienced pain and swelling in left knee. On (B)(6) 2012, aspiration of left knee was performed, however the aspirate was not saved. No action was taken with synvisc-one treatment. The outcome for the event of swelling in left knee, pain in left knee and "aspirated the left knee" was not provided. Concomitant medications were not provided. The intensity of all the events was not provided. The relationship between synvisc-one and all the events was not provided. Additional info was received on (B)(6) 2012 from the physician and the case was upgraded from non-serious to serious. The medical history of the pt was significant for moderate osteoarthritis with joint narrowing, osteophytes and prior effusion, previous use of nsaid's, steroids and visco supplementation with synvisc. On (B)(6) 2012, 30 ml of fluid was aspirated. The pt received injection of steroids for the event of pain in left knee. The outcome for the event of swelling in left knee, pain in left knee and "aspirated the left knee" was recovered. The intensity for the event of swelling in left knee was assessed as moderate and for the pain in left knee was assessed as severe. The reporting physician assessed the relationship between synvisc-one and all the events as possible.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on 02/15/2012. Eval summary: the production and quality control documentation for lot number v1127, expiry date 08/2012 and lot number w1124, and expiry date 09/2014 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of the product is not affected by this report.